Manufacturer narrative:
Advanced bionics considers the investigation into the reportable event as closed. The company was informed that the recipient will not undergo revision surgery at this time and is a non-user of the device. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted no rework. The recipient's device remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.